Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction was caused by the broken rail. A field service engineer replaced the drawer and configured to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device. Preventative maintenance was performed on the device.

Event description:
It was reported when using the pyxis medstation es system that it had an issue with a drawer failure which had broken rail on a half height drawer. The customer reported issue occurred when dispensing medication and there was no delay in dispensing medication. There were no adverse events or injuries reported based on this incident.